Event description:
It was reported that the right atrial (ra) lead dislodged during the patient's valve surgery and high thresholds were noted. A lead revision was attempted but unsuccessful due to unexpected fibrosis. The right atrial (ra) lead was firmly adhered to the posterior right atrial wall and the physician decided to end the procedure. The lead was extracted and replaced one month later. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.